Manufacturer narrative:
The referenced previously reported outflow graft surgery was reported under medwatch MFR report # 2916596-2017-03336. Approximate age of device ¿ 1 year and 2 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed post-hemorrhagic anemia during the early post-surgery period of a previously reported outflow graft surgery. The patient stayed in the hospital for 23 days. The patient was under inotropic support (dobutamine 250 microgram/kg/min for 2 days, noradrenalin 8 mg/kg/min for 1 day). The patient was treated with complex antibacterial, anticoagulant, basic and diuretic therapy, and physical therapy (laser therapy). The patient¿s condition subsequently improved and the patient was discharged home. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on lvad support. A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.